Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had connection problem; the camera had a partially severed cable with exposed internal wires. The issue was discovered during an unspecified procedure. There were no reports of patient harm